Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including lightheadedness, body weakness, and nausea. At that time, the cgm displayed a reading of 100 mg/dl, while a fingerstick blood glucose test showed 364 mg/dl. The patient self-administered insulin in response. No additional fingerstick readings were taken that day. On (B)(6) 2025, the patient reported a stomach ache and continued nausea. No further treatment was documented, and the patient chose to rest. By (B)(6) 2025, the patient¿s symptoms had worsened, including lightheadedness, body weakness, nausea, blurry vision, confusion, and irritability. She drove herself to urgent care, arriving at 11:00 am. At that time, the cgm again read 100 mg/dl, while a fingerstick test showed 396 mg/dl. Urgent care staff contacted emergency services, and the patient was transported to the emergency room via ambulance. While en route, a manual blood glucose test showed a reading of nearly 500 mg/dl, while the cgm continued to display approximately 100 mg/dl. The cgm was removed, and the patient received intravenous fluids and insulin during transport. The patient was hospitalized for two days and discharged with a blood glucose level of 115 mg/dl. No further medical evaluation or intervention was documented. At the time of this report, the patient is reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025 and (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid was taken while en route to the hospital. There was not a complete set of reported glucose values available to search within the parkes error grid calculator upon discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.